Manufacturer narrative:
Return authorization issued 04/04/2007 and replacement sent to consumer. No further info available.

Event description:
Due to high reading dr increased bp medication. On second high reading, consumer took bp monitor to dr's office where it was found that it was reading too high. No injury to consumer. She is fine.